Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was identified that the jaw on the endowrist one vessel sealer instrument locked on the tissue. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding the reported event to determine how the surgeon was able to unlock the jaw of the instrument. It was determined that by double clicking the cut pedal, this would not allow the jaw to open. The tissue became stuck. The surgeon excised around the utero ovarian ligament tissue with another instrument. No additional intervention was required. The procedure was completed and no injury to the patient occurred. The instrument was returned and evaluated. Failure analysis found the instrument with surgical debris between the distal ends of the grips. The grip would not initially open when the grip open/close gear was spun. The instrument was placed on an in-house da vinci system and it failed a self-check test. The hard tissue residue was scraped off of the grip however there was still residue remaining after it was cleaned. The instrument was placed again on an in-house system and it failed a self-check test. The housing was opened and no damage was found near the open/close gear. The instrument jaws would not open even when excessive force was used. Additional investigation performed found the overmolded drive nut was noticed to be stuck between the grips and proximal clevis. The drive nut is the component that pushes the grips to open and close. With excessive force, failure analysis was able to unjam the drive nut; however, the grey molding broke off in the process. Additional investigation found stripped threading, the torque screw that feeds through the drive nut was not catching onto the threading of the metal casing under the grey molding, and as a result the grips would not open nor close. The customer reported complaint does not in itself constitute a MDR reportable event; however, the stripped threading found during additional investigation if to recur could cause or contribute to an adverse event.